Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, a rectocele, a bilateral paravaginal defect with apical vault prolapse. The patient underwent the concurrent procedures of a vaginal paravaginal repair using mesh, extraperitoneal colpopexy and a rectocele repair during mesh implantation. It was reported that post implantation the patient experienced pain, erosion, infection, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent mesh revision surgery on (B)(6) 2010 and on (B)(6) 2010. The patient underwent mesh removal on (B)(6) 2011 and pelvisoft (bard) was implanted. (B)(4).